Event description:
A customer reported that when switching from fluid to air, no air came out of the infusion cannula during a vitreoretinal procedure. The cassette was primed/tested again and then it worked. The procedure was able to be completed with no harm to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).